Event description:
In addition to all the issues with the easypoint needles, used needles are now retracting out the back of the device after the nurse retracts it. These are immediate risks for blood exposure. Manufacturer response for easypoint needles models 10151, 8201, 85231, 8529, easypoint (per site reporter). Sent out field reps to ensure correct usage, gave us the run around, acting as if our nurses are using them incorrectly, when in fact, the product is defective. We are finding alternatives needles and discontinuing these.